Event description:
It was reported that the atrial lead exhibited noise. The noise was reproducible with isometrics. The lead could not be explanted. Medical adhesive was applied to the lead as a -fix- to the oversensing that was occurring.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.